Event description:
The customer reported via phone call that the pump keeps resetting itself. Customer was receiving an unexpected restart alarm. Customer was attempting to treat herself when the alarm occurred. Customer stated that the pump keeps resetting and looping itself with the alarm each time. Customer stated that she needed to contact her health care professional to get a back-up plan because she currently does not have one.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.